Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received compromised force sensor system alarm after priming. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the insulin pump prompted him to rewind but was unsure if disconnected from the insulin pump. The customer stated that the insulin pump was not dropped nor bumped. The customer also stated that the driver support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.